Manufacturer narrative:
Other, other text: investigation completed on a smiths medical breathing/portex general anesthesia circuits . Two pictures attached. Sample unit from p/n c49291349-nlj, l/n 3973619. The device was visually inspected and no abnormalities noted. Testing was done and the unit passed the leak test. Complaint was not confirmed as device passed all testing.

Event description:
Device evaluation completed.

Manufacturer narrative:
Initial reporter: (B)(6). Device evaluation in progress.

Event description:
It was reported that during a pre-use check, an air leak was detected in the portex general anesthesia circuit. There was no patient involvement.